Event description:
The user facility reported pieces of insulation were found to be missing from the device, posing the risk of a material being lost in a surgical site. There was no patient involvement, no delay, no medical intervention, and no adverse consequences reported with this event.

Manufacturer narrative:
Follow-up report submitted to document device evaluation results.

Manufacturer narrative:
The device was received for evaluation; additional information will be submitted once the quality investigation is completed.

Event description:
The user facility reported pieces of insulation were found to be missing from the device, posing the risk of a material being lost in a surgical site. There was no patient involvement, no delay, no medical intervention, and no adverse consequences reported with this event.